Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded high out of range shock impedance measurements which appeared to have been gradually increasing over time. Ts recommended for isometrics and threshold tests be performed to further evaluate the lead. The hcp reported threshold testing showed stable measurements. The lead settings were reprogrammed, and the hcp will continue to monitor the rv lead at this time. No adverse patient effects were reported. This rv lead remains in service.